Manufacturer narrative:
Evaluation/investigation of the product: connector is discolored and worn from wear and tear. IFU 97000149 IFU v2.0(10-2017) bipolar hf cable warns "instruments and all of the accessories used in combination with them must be checked immediately before and after every use to ensure that they are complete, free from damage and to make certain that the plug connection maintains good contact. Poor or insufficient contact or damage to the cable insulation and plugs may lead to voltage flashovers. This complaint involves a total of 6 items (972685, 972686, 972687, 972688, 972689, 972690)of which 972687 and 972688 are probably the cause of the reported issue. Those two complaints will be reported to the local competent authority mentioning the causal components within the report as involved. There will be no separate report for 972685,972686, 972689,and 972690. The malfunction is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was an issue with the product (uh801) bipolar high frequency cord.according to the information received, the generator was not responding. A new restroscope set was opened and the cord plugged in and the engery setting for saline tur was chosen. When the surgeon tested the instrument a loud pop was heard and he dropped the instrument into the cysto drain bag. The surgeon changed gloves and his skin was found to be intact. The cord was found to have a burn mark.there was not harm to the patient or user.